Manufacturer narrative:
A ge healthcare was notified of this event by the customer. The customer biomedical engineer re-seated the cable between the anesthesia control board and the display unit which resolved the reported issue. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a communication error that causes a loss of mechanical ventilation. There was no report of patient involvement.